Manufacturer narrative:
(B)(4).

Event description:
The pt has not been keeping food down. She was on baby food and atkins diet supplement. She has been in the hospital a couple of times for treatment of her symptoms and was given additional things like medication to assist. There was no known accident or incident related to this complaint. She has an appointment with her physician on (B)(6) 2010. She was at home. Additional info has been requested.